Event description:
Therapist called by rn to check ventilator. Noticed ventilator was in inoperative mode and alarming. Removed ventilator and manually ventilated by rn. Tried to reset alarm and restart ventilator, but ventilator went into inop again. Ventilator removed and replaced.